Event description:
Our affiliate reported to us that during an acl repair, the vapr equipment stopped working. The procedure commenced at 2:30 pm, however, by around 5: pm, the generator displayed error codes every time the footpedal was activated. At this point in time, for whatever reason, the surgeon chose to close the patient and reschedule the procedure. This is all of the information that mitek has at this point. Also see associated mdrs 1221934-2012-00294, 1221934-2012-00295 and 1221934-2012-00297.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. (B)(4): not yet returned.

Manufacturer narrative:
The complaint vapr iii footswitch was received and evaluated both visually and mechanically. First the device was viewed both with the naked eye; it is noted that although the device has evidence of use it appears in good condition, no damage and no anomalies. The device was mated with a standard vapr test set up; the test generator recognized the test electrode and the proper defaults came up on the display. Further when the footswitch pedals, both coag and ablation, were activated there was evidence of power at the tip of the electrode. This procedure was repeated and repeated to insure continuity of function. No fault found with this complaint device. We cannot conclude as to what may have caused the end user to have had the reported experience. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.